Manufacturer narrative:
The returned device was evaluated. External visual inspection showed the legs of the device were missing. The device was able to power on using both ac and battery power. When powered on the device was able to obtain readings. Audible and visual status indicators were functioning. Both speakers had a distorted sound, during testing the alarm sound suddenly stopped but started again after the alarm limit was triggered again. Internal inspection isolated the failure to a component (r62) of the system board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is sporadically not providing an alarm. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device is sporadically not providing an alarm. No patient impact or consequences were reported.